Event description:
It was reported that shaft break occurred. The target lesion was located in the distal of left circumflex artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the shaft was broken approximately 20 to 25cm distal from the hub . The device was removed and the procedure was completed with a 2.5mmx 20mm (distal) followed by 2.75mmx16mm (proximal) promus premier stent. There were no patient complications nor injuries reported. The patient was stable and was discharged two days after the procedure. It was further reported that the lesion was predilated with a 1.5mmx10mm followed by 2mmx10mm non bsc balloon catheter. Significant resistance was encountered during advancement within the 80 to 90 percent lesion that was mildly calcified and severely tortuous with a 45 degree bend.

Manufacturer narrative:
(A1) patient identifier: (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal of left circumflex artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the shaft was broken approximately 20 to 25cm distal from the hub . The device was simply removed and the procedure was completed with a 2.5mmx 20mm (distal) followed by 2.75mmx16mm (proximal) promus premier stent. There were no patient complications nor injuries reported. The patient was stable and was discharged two days after the procedure.